Manufacturer narrative:
The customer provided available patient information, section a has been updated.

Event description:
The customer contacted stryker to report their device "locks up". In this state the device may not be able to deliver defibrillation therapy if needed. This issue is patient related; however there was no adverse event reported.

Manufacturer narrative:
The device was returned to stryker for additional investigation. It was found the code summary button on the small keypad would stick. The small keypad was replaced to resolve this issue. The cause of this issue was a damaged dome on the code summary button. After observing proper device operation through functional and performance testing, the device was returned to the customer for use.

Event description:
The customer contacted stryker to report their device "locks up". In this state the device may not be able to deliver defibrillation therapy if needed. This issue is patient related; however there was no adverse event reported.

Manufacturer narrative:
Stryker evaluated the customer's device and was not able to duplicate the reported issue. Stryker proactively replaced the device's system pcba and interface pcba. After observing proper device operation through functional and performance testing, the device was returned to the customer for use. The cause of the reported issue could not be determined. Stryker contacted the customer to request additional information on the patient. Stryker requests patient information necessary for regulatory compliance, strictly adhering to hipaa's privacy rule. No response has been received from the customer. Patient fields in which information is not provided were intentionally left blank.

Event description:
The customer contacted stryker to report their device "locks up". In this state the device may not be able to deliver defibrillation therapy if needed. This issue is patient related; however there was no adverse event reported.